Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: director of nursing. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the tr band lost air after placement on the patient. Once band was placed and inflated. After a few minutes, it was noticed oozing from the insertion site. When the balloon on tr band was felt it seemed to not have the inflated amount in the balloon of the tr band. The issue was noted, occurred once placed on the patient. No manipulation was noted. It was stored in original box inside procedure room. The balloons on the band inflated as should, however seemed to seep air out. Minor oozing was described. No harm to the patient. A second tr band was placed just above to help obtain patient hemostasis. The other device that was used in the access site was 5/6 glide sheath slender. The patient was stable and the estimated blood loss was less than 250cc. The procedure performed prior to the use of the tr band was left heart catheterization.